Event description:
An international distributor reported a customer's AED will not speak. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the log files confirmed the reported issue. On (B)(6) 2026, the log files show the AED identified a service code related to a potential issue with the speaker component. Although requested, the AED has not been returned and the cause of the complaint is not known.